Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope communication error (b30), dirty circuit board in scope connector and corrosion on connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, scope communication error (b30) occurred due to corrosion on plug unit. The most probable cause of corrosion on connecting tube is traced to component failure due to degradation; however, the most probable cause of dirty circuit board in scope connector could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.